Event description:
The complainant reported that a therapeutic radiofrequency ablation (rfa) was performed on a patient with the iad of a metal attachment during an hcc procedure in 2006. The rfa procedure was performed percutaneously on the 3 cm growth located on the surface of the patient's cerotic liver. At the conclusion of the procedure the physician reported the liver was observed to be ablated more than the intended 3 cm's, as the ablation encompassed a 9 cm area. The rfa procedure was performed in a three phased deployment with a standard roll off. The atient subsequently developed peritonitis. The patient underwent surgery in march 2006. During surgery a burn on the patient's large intestinge was observed. The complainant reported that during the rfa procedure, the large intestine was not recognized under echo. The complainant reported that post operatively the patient developed pulmonary edema and renal failure. The complainant reported that the patient received treatment for these medical conditions, and there was no indication from the complainant of any continued problems experienced by the patient.